Manufacturer narrative:
The distal portion of the lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that during the atrial lead implant procedure, the lead was implanted with good measurements. The atrial lead tip was fixed and the guide was extracted. When the physician was manipulating the coronary sinus sheath, the atria lead suddenly drops to the ventricle. The atrial lead was removed and a different lead was implanted. The procedure was completed without problems. No patient complications have been reported as a result of this event.